Event description:
Related manufacturer reference number: 2017865-2023-05767. It was reported that a patient presented remotely with over-sensing of noise noted on the patient's right ventricular lead and implantable cardioverter defibrillator (ICD). The over-sensing of noise resulted in inappropriate anti-tachycadia pacing and syncopial episodes, which were alleged to be due to ICD malfunction. Corrective programming changes were made. The patient was stable throughout.